Event description:
It was reported following successful percutaneous coronary intervention on the right coronary artery, an angio-seal device was deployed to seal the arteriotomy site. The site continued to bleed; a femostop was placed to achieve hemostasis. The following day, the pt developed a fever of 100.4 with signs of inflammation at the puncture site. Approx one week later, drainage was noted from the puncture site, blood cultures revealed stapylococcus aureus methicilin, resistant and 5 days later, the pt was treated with broad-spectrum antibiotics, however, three days later the pt developed impaired kidney function with jaundice, requring hemofiltraion. The following day the pt underwent exploratory surgery of the puncture site, where the angio-seal device was removed from the common femoral artery. One week later the pt reportedly was off hemofiltration. The physician stated multiple puncture attempts were made during arterial access. A pre-deployment femoral angiogram was not performed. The pt will be scheduled for coronary artery bypass graft surgery when their condition improves.